Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient developed an infection at their electrode site. The patient was subsequently admitted to the hospital with serohematic suppuration from the lead insertion site. The patient was administered medication and underwent a revision procedure. The event is ongoing. Additional information was received that the patient experienced heat, redness and serous-hematic drainage from the scs lead insertion site one week prior to hospital admission. The patient was afebrile (no fever). The scs implantable pulse generator (ipg) site was noted to have granulation tissue with no pus output or lumps, however there was moderate serous fluid, and lavage (washing) of the site was subsequently done. Culture results confirmed escherichia coli and streptococcus anginosus. The infection did not involve the spinal canal. Due to clinical improvement, it was decided to discharge the patient without explanting the device. The event was reported as causally related to the implant procedure and not related to the device or stimulation. Additional information was received that the patient underwent a procedure in which the entire scs system was explanted and that the event resolved the same day. The status of the explanted devices is unknown, despite good faith efforts.

Manufacturer narrative:
Correction to initial MDR in block h10: additional suspect medical device components involved in the event: product family: scs-linear leads upn: unk, model: unk, serial: (B)(6), batch: unk.

Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection at their electrode site. The patient was subsequently admitted to the hospital with serohematic suppuration from the lead insertion site. The patient was administered medication and underwent a revision procedure. The event is ongoing. Additional information was received that the patient experienced heat, redness and serous-hematic drainage from the scs lead insertion site one week prior to hospital admission. The patient was afebrile (no fever). The scs implantable pulse generator (ipg) site was noted to have granulation tissue with no pus output or lumps, however there was moderate serous fluid, and lavage (washing) of the site was subsequently done. Culture results confirmed escherichia coli and streptococcus anginosus. The infection did not involve the spinal canal. Due to clinical improvement, it was decided to discharge the patient without explanting the device. The event was reported as causally related to the implant procedure and not related to the device or stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient developed an infection at their electrode site. The patient was subsequently admitted to the hospital with serohematic suppuration from the lead insertion site. The patient was administered medication and underwent a revision procedure. The event is ongoing. Additional information was received that the patient experienced heat, redness and serous-hematic drainage from the scs lead insertion site one week prior to hospital admission. The patient was afebrile (no fever). The scs implantable pulse generator (ipg) site was noted to have granulation tissue with no pus output or lumps, however there was moderate serous fluid, and lavage (washing) of the site was subsequently done. Culture results confirmed escherichia coli and streptococcus anginosus. The infection did not involve the spinal canal. Due to clinical improvement, it was decided to discharge the patient without explanting the device. The event was reported as causally related to the implant procedure and not related to the device or stimulation. Additional information was received that the patient underwent a procedure in which the entire scs system was explanted and that the event resolved the same day. The status of the explanted devices is unknown, despite good faith efforts. Additional information was received that the explanted devices will not be returned as they were discarded.

Manufacturer narrative:
Update to blocks b5 and h6 additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection at their electrode site. The patient was subsequently admitted to the hospital with serohematic suppuration from the lead insertion site. The patient was administered medication and underwent a revision procedure. The event is ongoing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: unk model: unk serial: unk batch: unk product family: scs-linear leads upn: unk model: unk serial: unk batch: unk.